Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, glare/haloes, and angle closure with elevated iop. As of the date of MDR filing, the lens has not yet been explanted and remains implanted in the patient's eye.

Manufacturer narrative:
Additional information: additional event description: lens diopter: -17.0/+1.5/70 (sphere/cylinder/axis). The surgeon administered iop lowering medication. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).